Event description:
It was reported that the right ventricular (rv) lead was exhibiting high and unstable thresholds as well as a gradual increase in impedance into a high range. The lead was capped and replaced. During the revision, the physician commented that the lead was not well-connected to the header of the implantable cardioverter defibrillator (ICD). No issues were reported while connecting the new rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).